Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed (through the history log as upstream occlusion alarms) but did not reproduce the reported false occlusion alarms. The device was found to be operating within spec. Eval was unable to determine the cause for the upstream occlusion alarms. After mimicking the history log it appears that the operator has not opened the primary set after the secondary infusion was complete.

Event description:
It was reported that a spectrum infusion pump was alarming for an occlusion when one was not present. During baxter's review of the history log it was found that a spectrum pump had multiple upstream occlusion alarms. There was no pt involvement.